Event description:
It was reported that during a procedure to treat a lesion in the circumflex (cx) artery, after laser atherectomy and balloon dilatation, angiography revealed what appeared to be either a small contained coronary perforation versus coronary ectasia; however, it was unclear. Patient was hemodynamically stable without chest pain or EKG changes. Several balloon dilatations were performed and a 2.5x20 mm non-abbott stent was implanted in the left main into the cx. A 2.5x14 mm non-abbott stent was implanted and created a platform for a 2.8x19 mm rx graftmaster stent to be implanted. Post stent deployment, there was still flow into the concerned segment which was post-dilated with a 3.0 unspecified balloon catheter in the graftmaster and a 2.0 unspecified balloon catheter was in the ramus to maintain flow. A 4.0 unspecified balloon catheter was advanced and post-dilatation of the ostium and graftmaster were performed confirming that it was sealing in the left main; however, there was still some flow into that region, possibly though a collateral vessel. At this point, the case was at about 2 and a half hours and there was no evidence of any hemodynamic issues; therefore, the procedure was going to be stopped. After the guide wire was removed, a left main dissection was observed. A 4.0 stent was implanted overlapping the graftmaster and then post-dilated as well as post-dilating the distal vessel of the marginal with a 2.5 mm unspecified balloon catheter.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Final angiography revealed patency of both vessels and there was a distal dissection in the marginal, but flow was maintained. The patient was hemodynamically stable and having no chest pain. The area sealed by the graftmaster still had flow in it, whether it was possibly via collateral. Ivus revealed that the ostium was covered and well apposed and definitely proximal to the area in question. Echo was done revealing no evidence of pericardial effusion. The patient was discharged on (B)(6) 2015. No additional information was provided. Concomitant medical products: pilot and run-through guide wires, promus and resolute stents, angiomax. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent graft leak reported from this lot. The reported patient effect of dissection as listed in the coronary stent graft system, graftmaster rx instructions for use, is a known patient effect that may be associated with coronary stenting. Based on the information reviewed, there is no indication of a product deficiency.